Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Rod breakage postoperatively spinal damage was aided with screw rod system on area l/4 on (B)(6) 2014 (initial surgery). Screw breakage and loosening on l5 (unknown date). First rod breakage (unknown date). Second rod breakage on level l 2/3 6 month after revision surgery (B)(6) 2016.